Event description:
It was reported that during a routine follow-up appointment, this device was found to be in safety mode. It was alleged that this device had prematurely depleted. The physician surgically explanted and replaced this device to resolve the event. The patient was stable with no additional adverse effects reported. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that brady therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that during a routine follow-up appointment, this device was found to be in safety mode. It was alleged that this device had prematurely depleted. The physician surgically explanted and replaced this device to resolve the event. The patient was stable with no additional adverse effects reported. The device was received for analysis.

Event description:
It was reported that during a routine follow-up appointment, this device was found to be in safety mode. It was alleged that this device had prematurely depleted. The physician surgically explanted and replaced this device to resolve the event. The patient was stable with no additional adverse effects reported. The device is expected for analysis, but has not yet been received.